Event description:
The hcp reported the pt developed a cerebrospinal fluid leak after an implant procedure. The pt had been given perioperative antibiotics. A lumbar puncture was done to evaluate the leak. This revealed a high level of white blood cells and the pt was diagnosed with a csf infection - meningitis. A culture was done that never grew any organism. The pt was treated with a total device system explant. The pt was reported to still be in the hosp "after developing secondary complications due to other medical conditions, not related to pump or device explant."